Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that several days after implant the patient complained of diaphragmatic stimulation. The right atrial (ra) lead had high and varying thresholds. Reprogramming was performed and the lead remains in use with continued monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had no slack and had dislodged. The patient also experienced nerve stimulation. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.